Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 9mm from the proximal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.